Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, and both the rv and left ventricular (lv) leads exhibited poor capture when in bipolar configuration. It was not possible to determine which lead was located in either the rv or lv placements. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: s606 competitor implantable pacemaker: (B)(6) 2010. (B)(4).